Event description:
The manufacturer received information regarding a report that the patient was using the device normally, but around 5:00 am the circuit disconnected, and the patient was without therapy for approximately 30 minutes. This caused a drop in oxygen saturation (unspecified), and it was stated that "possibly for this reason, the patient suffered a cardiac arrest." It was reported that medical procedures were performed (unspecified), and the patient was treated and is recovering. Per report of the event, it is unclear whether a disconnection alarm was triggered and if this alarm was silenced. It was reported that the device logs will be retrieved for investigation. The device has not yet been returned to the manufacturer for evaluation. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.